Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not ventilating. There was no reported patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec reached out to the initial reporter to ask about the return of the vocsn device for an evaluation. Ventec was advised that there was no problem with the vocsn device. The initial reporter stated "it was the whisper swivel for the passive circuit." No further information was provided. The part number and lot code of the passive patient circuit was also not provided, so ventec was unable to verify if the circuit involved was a ventec one-circuit, or a third party patient circuit. Neither the vocsn device nor the passive patient circuit have been returned to ventec for an evaluation. The cause of the reported issue could not be conclusively determined.